Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted int the arm on (B)(6) 2026. According to the reporter, on 01/14/2026, the cgm reading displayed a low value, but no specific reading was reported. The patient self-treated by consuming sugar and kept treating themselves when the cgm reading did not change. The patient experienced projectile vomiting and called an ambulance. The patient was brought to the hospital and even though no blood glucose reading was reported, the patient would have been hyperglycemic. The patient was treated with intravenous insulin and fluids. The patient was discharged on the same day as the event. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.